Event description:
It was reported that the spinal cord stimulation (scs) patient experienced acute pain due to the implantable pulse generator (ipg) moving position and becoming superficial at the implant site. Additionally, the patient experienced inadequate stimulation as her pain pattern has changed which resulted in the scs device not being as effective. Therefore, the patient underwent an explant procedure during which the ipg and leads were removed. The explanted devices will not be returned as they were discarded by the medical facility. There were no reported patient complications postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7071211; product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7071203.